Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a regular pacemaker follow-up performed on (B)(6) 2016, the ventricular threshold was measured by manual testing, and was confirmed to be 1.0v/0.35ms. After this test, the corresponding data was printed out from the programmer. Reportedly, the ventricular threshold value displayed on the printout was 0.8v/0.35ms instead of 1.0v/0.35ms. The ventricular automatic threshold function was reportedly set to monitor.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During a regular pacemaker follow-up performed on (B)(6) 2016, the ventricular threshold was measured by manual testing, and was confirmed to be 1.0v/0.35ms. After this test, the corresponding data was printed out from the programmer. Reportedly, the ventricular threshold value displayed on the printout was 0.8v/0.35ms instead of 1.0v/0.35ms. The ventricular automatic threshold function was reportedly set to monitor.